Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a communication error message during fluoroscopy and during a case. No pt injury was reported.